Manufacturer narrative:
The reported events of ¿unable to load the device onto the delivery catheter¿ and separation issue were not confirmed. As received, a catheter was returned in one piece. Visual and x-ray inspection of the catheter did not find any anomalies with the exception of damage occurring at time of procedure. Dimensional analysis was performed and all measurements taken were within specification.

Event description:
Related manufacturing reference number: 2017865-2024-71587. It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp came with the incorrect loading tool. The lp was able to be docked successfully. During fixation, it was noted that the lp prematurely separated from the catheter and was hanging off the tissue. The device was removed and reimplanted with a new catheter and loading tool. The patient was discharged post procedure.